Event description:
The initial attorney report alleged pain, permanent injuries and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(4) 2007 - the pt underwent open incisional hernia repair with a ventralex mesh. On (B)(4) 2007 - the pt underwent excision of the ventralex mesh that medical records note had "folded up onto itself and fallen off the hernia defect" and laparoscopic repair of recurrent incisional hernia with an unidentified mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. Six months post implant the pt reportedly developed a recurrence which is listed as a possible adverse reaction in the product's instructions for use. The medical records note that the "ventralex hernia patch had folded over on itself, and had fallen off the hernia defect." No sample has been returned for eval, therefore, no cause could be investigated and/or determined. A review of the mfg records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on info provided, no conclusions can be drawn.